Event description:
The account was visually checking the amplification and reaction plate numbers and realized that the wrong amplification plate number had been tied to a third internal control reaction plate. The account manually verified the correct pt ID's and reported the results out correctly.